Manufacturer narrative:
Additional information added to h3, h6 and h10/h11. H10: the device was not received for evaluation however photos were provided. The visual inspection observed that the cone of the return male luer lock was broken. The reported condition was verified. The cause is design related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h10. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, the luer connector was observed to be broken. There was patient involvement but no patient impact and no medical intervention reported. No additional information is available.